Event description:
The registered nurse reported that she went to hook the pt up for her treatment, twisted the syringe in place and heard the port crack. As she began to flush the catheter, she noted the liquid squirting out the side of the luer.